Manufacturer narrative:
Tw ID# (B)(4). A lot history record review was completed for lots 3000325249, 3000325776, and 3000331131 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery never worked from the start. Cautery tested before patient use and they couldn't get it to heat/activate. It was inserted through cannula per IFU without resistance. Finished case with new kit. No patient harm, added incisions or time added.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.